Event description:
It was reported that during the implant procedure, the pacing lead exhibited high thresholds. The physician attempted to position the lead several more times but thresholds remained high. The lead was removed and a new lead was successfully placed. No patient complications have been reported as a result of this event.